Event description:
The customer reported they discovered during qc testing; the reagent cells on the ortho provue were hemolyzed. The customer indicated the reagent cells were loaded during the previous shift and the provue had been idle for several hours. The previous shift did not report hemolysis, volume concerns, or errors. No erroneous results were reported.

Manufacturer narrative:
No definitive root cause was determined. Service was not required since the customer indicated the reagents were not handled appropriately. Repeat testing was successful with qc and pt samples. This customer has not logged any similar complaints against this analyzer since the incident.